Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer from (B)(6) of hypothermia, and peritonitis in a (B)(6) male patient coincident with extraneal viaflex, physioneal 40 unknown bag, and nutrineal pd4 unknown bag therapies. On (B)(6) 2007, the patient began treatment (products not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2007, the patient was switched to ambulatory peritoneal dialysis (apd). On (B)(6) 2008, the patient began treatment with extraneal viaflex (1 bag, daily) physioneal 40 unknown bag (2 bags, daily) and nutrineal pd4 unknown bag (1 bag, daily) (ip) for glomerulonephritis. On (B)(6) 2009, the patient experienced hypothermia and peritonitis manifested by lower abdominal pain and cloudy effluent. On an unreported date, the patient began remedial therapy with unspecified antibiotics (dose, frequency and route not reported). As a result, remedial therapy was continued for three weeks. It was not reported whether extraneal viaflex, physioneal 40 unknown bag and nutrineal pd4 unknown bag therapies were ongoing. On an unreported date, the event of peritonitis resolved. The outcome for the event of hypothermia was not reported. The consumer did not provide an assessment of causality for the events of hypothermia, peritonitis and the relationship with extraneal viaflex, physioneal 40 unknown bag and nutrineal pd4 unknown bag therapies.